Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient exhibited a pocket infection. The patient underwent a surgical intervention to remove the pacemaker along with both leads. No additional adverse patient effects were reported.